Manufacturer narrative:
Corrected h6 component codes by replacing code-527 with code-439 corrected h6 investigation conclusions by replacing code-4315 with code-50.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Update d4 unique identifier (UDI) number. Updated d4 expiration date. Updated h4 device manufacturer date. H11: corrected data: corrected h6 investigation findings by replacing (B)(4), with code-180.

Event description:
Through received medical record, it was reported that a 21mm 3000tfx aortic valve was explanted after an implant duration of four (4) years, 29 days due to stenosis. The explanted valve was replaced with a 23mm non-edwards mechanical valve. The patient was discharged on pod #22 in good condition. Per medical record, the patient presented with prosthetic valve as, mr, and tr, and underwent a redo aortic root replacement, mvr with a 27mm 7300tfx valve, and tv repair with a 23mm mc3 ring, left atrium reconstruction with a bovine pericardium, and iabp placement.

Manufacturer narrative:
Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. In this case, minimal information regarding patient was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. At this time, there is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Through received medical record, it was reported that 21mm 3000tfx aortic valve was explanted after an implant duration of approximately four (4) years, 29 days due to unknown reason. The explanted valve was replaced with a 23mm non-edwards mechanical valve.